Event description:
Reported due to retroperitoneal bleed and infection. In 2004 the physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the access site was confirmed (via fluoroscopy) in the common femoral artery; however, the physician states, "the arteriotomy was high and not ideal for the use of the perclose a-t device." At the time of the procedure, the pt complained of pain and a retroperitoneal bleed was discovered. The method of determining the retoperitoneal bleed is unknown. The pt was taken to the operating room for surgical drainage of the bleed. Pt was released from the hosp on an unspecified date in stable condition. Eleven days later the pt presented to the hosp with complaints of fever, drainage and pain to the right groin. Cultures were obtained and resulted in staphylococcus aureus. The pt was taken back to surgery for debridement of the site. A drain was placed and the pt was started on intravenous vancomycin. It was reported that the pt was released from the hosp 6 days later and is "doing good."